Event description:
On (B)(6) 2025 the user reported a lowest blood glucose (bg) of 70 mg/dl after experiencing stomach upset from a new medication. The user treated with glucose tablets and bg improved. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.